Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: review of the black box data did not reveal any record of power on reset events that would support the alleged power loss. A battery cap was not returned with the pump for investigation. On investigation, a test battery cap secured to the pump properly and was able to maintain electrical connection. The pump was exercised for 24 hours without loss of power. Investigation did not duplicate the complaint. The pump was opened for investigation and revealed the power circuit was intact without damage or defect. Unrelated to the original complaint, the bolus button cover was noted to be torn and the button was unresponsive when tested. The button cover was removed and revealed the underlying slug was missing. Additionally, the display screen was noted to be dim and discolored.